Event description:
(2/3 reference (B)(4) for related complaints) (documenting pump with sn (B)(4)) last week (week 12/13) had a malfunction on the pump several times, both during the day and at night. Knocking the pump against a cupboard or on a table helps to clear up the issue. Reporter thinks that the knocking the flow-stop lifts the "blockage."